Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The patient's parents manually ventilated the patient until the respiratory therapist arrived. The respiratory therapist placed another ventilator on the patient. The patient's sats were monitored and did not drop when the reported problem occurred. No patient harm reported.